Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the reported issue. The ventilator was tested with a known good patient circuit and ac adapter connected. The ventilator alarmed "blower demand exceeded" minutes after powering on. A loud grinding noise could be heard coming from the blower module. Bench testing revealed the blower module was not spinning freely. With soldering tool, carefusion attempted to spin the blower module, but encountered a strong resistance. Carefusion replaced the blower module to correct the reported issue.

Event description:
It was reported to carefusion by the customer that the ventilator had a note on it stating that the ventilator had a "blower exceeds demand" alarm and is making a noisy growling sound. While in service it was discovered that the blower module was not spinning freely. This reported issue was discovered while in service, therefore there was no patient involvement.